Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose was 497 mg/dl at the time of incident and current blood glucose level was 190 mg/dl. Customer did not provide any symptoms and treatment related to high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital. Customer states insulin pump was not on auto mode. The insulin pump will be returned for analysis.